Event description:
It was reported the patient fainted and was hospitalized, and low impedance was noted. Lead changeout is planned. No further patient complications have been reported as a result of this event.